Event description:
It was reported that the patient was having chest incision site trouble. It was reported that the patient was experiencing swelling and some type of discharge at the generator incision site. It was reported that the patient's skin is paper thin. It was reported that the surgeon is considering explant of the device and then re-implant in 2-3 months in another location near the chest. It was reported that the patient underwent explant on (B)(6) 2013. It is unknown if any patient manipulation or trauma occurred that is believed to have caused or contributed to the swelling and drainage. Attempts to obtain additional information will be made, but no additional information has been received to date.

Manufacturer narrative:
Date of event, corrected data: date of event updated per additional information received from the physician.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
Follow up with the physician found that the patient was seen in the office on (B)(6) 2013. The facility where this patient resides reported swelling approximately two weeks prior to this appointment. They were advised to go to the emergency room, but decided to do watchful waiting. The drainage was noted approximately one week prior to the office visit (after multiple aspirations). The vns was removed on (B)(6) 2013 as intervention. The delayed date was due to hospitalization at another institution for a medical reason. As of (B)(6) 2013, ther was no swelling or drainage. It is unknown if patient manipulation or trauma contributed to the event. The patient is severly developmentally disabled. No trauma was reported. No other information was provided.

Event description:
It was reported that the patient is currently hospitalized due to an infection that is secondary to the infection which caused the device to be explanted. No additional relevant information has been received to date.